Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o ring.

Event description:
Information received by medtronic that the insulin pump was broken. Customer stated that the reservoir compartment at the top was broken. The reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.